Event description:
I've been using hubble contacts for a while now. I've always had some issues with them staying in, but used lubricant drops to help. After long term use of your contacts, I developed a devastating major eye problem. I wasn't able to see or live my regular daily life because of the state that my eyes were in. I went to 4 different drs in a week's time, including the ER at one point because of the severe pain and severe condition that my eyes were in. I lost full vision in both eyes. It was cloudy and blurry, my eyes were fire engine red for an entire week. They slung, they burned, they hurt. The light sensitivity my eyes felt was nothing like I had ever felt before. Luckily, I saw a dr that was able to get me on a very aggressive treatment once I saw her, because if it had been much longer, I don't know that I would have fully regained my vision. What bothers me the most is that you portray your company and products as FDA approved and good safe products for your eyes. "Do you know how important your eyes are. Do you realize that I could have permanently lost my vision."I have always kept great care of my eyes, and am a very responsible contact wearer, have been for 15+ yrs. I have never had any of the issues I have encountered within the past two weeks after using hubble contacts. "What plan or procedure do you have in place for a situation such as this." I don't want anyone else to ever have to deal with what I've had to deal with. It's excruciating and scary. Below are photos of my eyes, on different days over a weeks' time, and each is as painful as it looks. (B)(6).